Event description:
It was reported that a system error 2267 (air in set/line) alarm occurred during last dwell of peritoneal dialysis therapy on the homechoice. It is unknown whether the patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. There was no report of patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.